Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured and was retained in the patient. The patient was revised and the fractured portion was removed. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed wear, dents, and scratches across the shaft of the device as well as across the strike plate and on the underside of the handle. Green tape was observed at the proximal end of the shaft. This had an excessive amount of wear and was degrading on the shaft. Subsequently, from a superior view of the device, the distal end of the shaft was significantly bent. Upon visual inspection the tip had been fractured. A hardness measurement was obtained and the device was determined to be within specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was likely due to wear caused by excessive off-center impactions and bending overload across the 5 year field age of this instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.